Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure there was no solution or vacuum coming from the probe. A replacement was used and the procedure was completed. Without harm or impact to the pt. There is no add'l info expected to be obtained for this case.